Event description:
It was reported to covidien that a customer had an issue with a needle. The customer reported that the end user was stuck on the right hand between the thumb and index finger, after injecting a patient with medication.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.